Manufacturer narrative:
(B)(4). H6: proposed component (annex g) code is mechanical (g04) - provisional bottom. Visual examination of the returned product found them to exhibit signs of repeated use and were fractured. The complaint was confirmed. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-02262, 0001822565-2023-02263.

Event description:
It was reported a tasp was returned fractured on a worn instrument claim form. It was reported that they came through the washer broken. There was no reported patient involvement.